Event description:
It was reported that the needle could not be deployed. A leveen superslim needle electrode was selected for use in the radiofrequency ablation of the liver. While it was being checked outside of the patient to determine if the needle could deploy properly, it felt stiff and there was resistance. A new device of the same model was used. There were no patient complications as a result of the event.